Event description:
This case was reported by a consumer and described the occurrence of vomiting blood in a female pt who received poligrip (formulation unk) and fixodent (formulation unk) for denture adhesion. A physician or other healthcare professional has not verified this report. The pt has worn dentures for two years. Two weeks prior to this report, the pt had her dentures "relined." On an unk date, the pt started poligrip and fixodent (dental). In the early morning hours of (B)(6) 2010, the pt vomited about 3 inches of blood. She was taken to the hospital, transferred to the intensive care unit where she received 6 units of blood. At the time of reporting, the outcome of the event was unk. The pt is worried about the amount of zinc in poligrip and fixodent because the media advisory attributed blood problems to zinc. MFR's comment: (super) poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).